Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012294211); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification and patient's bicuspid aortic valve using a 24 millimeter (mm) non-medtronic balloon. During valve loading, upon fluoroscopic inspection, a crown overlap extending to the fourth node was noted; however, the valve and delivery catheter system (dcs) were used for the attempted implant. Upon 80% deployment of the first deployment attempt, an infold was observed on cusp overlap and left anterior oblique (lao) view. Subsequently, the valve was recaptured and withdrawn from the patient. An 18 french (fr) non-medtronic sheath was re-inserted. A new valve was loaded into a new dcs and were used to successfully complete the procedure. Per the physician, the patient's bicuspid native valve contributed to the infold. No patient complications were reported as a result of this event.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification and patient's bicuspid aortic valve using a 24 millimeter (mm) non-medtronic (true) balloon. During valve loading, upon fluoroscopic inspection, a crown overlap extending to the fourth node was noted; however, the valve and delivery catheter system (dcs) were used for the attempted implant. Upon 80% deployment of the first deployment attempt, an infold was observed on cusp overlap and left anterior oblique (lao) view. Subsequently, the valve was recaptured and withdrawn from the patient. An 18 french (fr) non-medtronic (gore) sheath was re-inserted. A new valve was loaded into a new dcs and were used to successfully complete the procedure. Per the physician, the patient's bicuspid native valve contributed to the infold. No patient complications were reported as a result of this event. Additional information was received clarifying that during valve loading, upon fluoroscopic inspection, a crown overlap to the beginning of the fourth node was noted. Since the crown overlap did not exceed the fourth node, the valve and dcs were used for the attempted implant. The physician did not clarify the root cause of the infold, however, the patient's bicuspid native valve anatomy, the borderline valve load and the 34 mm valve size, were reported to be factors that probably contributed to the infold.

Manufacturer narrative:
Image review: eight static images were provided for review. The patient¿s executive summary was provided for anatomical review. The patient appeared to have a possible bicuspid aortic valve with an annulus perimeter that measured 86.3 mm with a perimeter derived diameter of 27.5 mm suggesting a 34 mm valve. As stated in the instructions for use (IFU), adequate pre-dilatation can help reduce the need for post-dilatation and may mitigate the occurrence of infolding. Pre-dilatation is specifically recommended prior to implantation in the following situations: moderate-severe calcification; bicuspid anatomy; size 34 mm valve. In this case, it was reported that a pre-dilatation was performed prior to the valve implantation. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misloaded valve was used which resulted in an infold during the first deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, and removed from the body. Evidence shows that a new valve was prepped and confirmed a good load. The new valve was successfully implanted without signs of infolding and aortic regurgitation/paravalvular leak. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.